Event description:
It was reported that an incident occurred with a flexible cryoprobe during a cyrobiopsy procedure in the lung. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6)). No information was provided regarding any other equipment or accessory used in the procedure. When attempting to obtain a cyrobiopsy sample in the patient's lung, a hissing sound was heard. Then, the white tube burst with a loud bang. The patient was not injured. However, two (2) surgical nurses and the physician subsequently experienced hearing problems. This lot was a part of a voluntary recall, and the hospital had returned six (6) cryoprobes to erbe elektromedizin gmbh. Unfortunately, the involved cryoprobe was overlooked by the facility in the process.

Manufacturer narrative:
The cryosurgical unit and the cryoprobe were evaluated. The findings were as follows: unit a technical safety check was performed on the cryosurgical unit on 06/12/26. The unit was found to be within specifications, and all features were/are functioning properly. Additionally, on 06/12/26, the cryosurgical unit was updated to software version(v)1.0.4. Cryoprobe the visual examination revealed a slit or cut in the white tubing approximately 1.8 cm long and located 800mm from the distal end of the white tubing. Then, the cryoprobe's connector section was disassembled. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient which caused the probe not to internally stay intact. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Since this issue has been brought to erbe's attention, the following corrective measures have been or are being taken to minimize/eliminate cryoprobe ruptures: 1. The cryoprobe manufacturing process has been improved by stabilizing the adhesive application and adding additional inspections. 2. A sinter filter has been put back into the cryoprobes. 3. The software is being updated on all cryosurgical units to detect increased gas flow conditions. If an abnormal gas flow is identified, the unit will stop activating to prevent the continual use of a potentially malfunctioning cryoprobe and will display error code k-59. Erbe is now closing the file on this reported event.